Manufacturer narrative:
Unit received with detached end cap. Drive support cap was inspected and no anomaly was noted. Unable to perform self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to detached end cap. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap is loose. The customer's blood glucose was in the 300 mg/dl range at the time of incident. Customer treated by taking manual injection. Customer also stated blood glucose was going back into the 200 mg/dl range. Customer stated that they fell hard on (B)(6) 2017 while in a restaurant. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.